Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to press the "done" button on the load menu, and the touchscreen was not responding. During follow up with the customer, the customer reported that they had not started the load process; therefore was the cause for the touchscreen not responding when attempting to press the "done" button. In addition, it was reported that insulin delivery had been suspended. Customer reported they have did not request for insulin delivery to be suspended. Customer had elevated blood glucose (bg) levels (567 mg/dl). Customer delivered a bolus to address elevated bg levels.